Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the doctor noted a scratch on the iol after it was implanted. The iol was exchanged during the initial procedure without issue. Additional information was provided by a materials manager that there was no patient harm.